Event description:
Paramedics attended to a person who had collapsed from what appeared to be an asthma related event. Upon arrival, the pt was diagnosed as pulseless and apneic. The pt was described as warm, dry with reactive pupils. Disposable pacing/defibrillation/ECG electrodes were attached to the pt while en route to the hosp and an attempt was made to monitor the pt's ECG in the paddles lead. The operator was reportedly unable to switch from a pt cable lead setting to the paddles lead because the paddles option was not available in the lead options menu. The ambulance crew were unable to intubate the pt and reported it may have been due to the pt's severe asthmatic condition. The pt was delivered to the hosp within 5 minutes, prior to utilizing pt cable leads. At the hosp the pt was diagnosed as asystolic and was not resuscitated. The paramedic indicated the device did not likely cause or contribute to the pt's outcome. This opinion was based on the short transport time and continued CPR therapy.